Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the vasoview 7x bisector overheated in the middle of the procedure, and the tip melted. The same device was used to complete the procedure. There were no pt effects. The product was discarded.

Manufacturer narrative:
Investigation: the product was not received for investigation, however, pictures of the device were returned by the reporter. The electrodes were charred, evidence of the tip melting, therefore, the reported complaint is confirmed. (B)(4).